Event description:
It was reported that the cast cutter turned on by itself during a cast removal. The procedure was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the manufacturer for evaluation, and the reported condition of the device turning on by itself was duplicated. Corrosion was found within the device, which may have contributed to the event. Based on the investigation details, the likely cause was problems with the toggle switch, which was replaced along with other components.